Manufacturer narrative:
The device has not been returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that approximately two years and one month following the implant of this transcatheter bioprosthetic valve, the patient expired. The exact cause of death was unknown but reported to be due to worsening valve function. An autopsy was not performed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.